Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated with thermage on the full face, neck, and eyelids. One day post treatment, the patient had blisters on the right cheek and neck and six days post treatment, the patient had drooping eyelids on both eyes. Eye shields were used for the eye treatment and saline eye drops were used as lubrication for the eye shields. The patient was given a topical blt to manage any pain or discomfort during treatment. No skin change was noticed during or immediately post treatment. The patient refuses to come in to the treating facility for follow up. The patient was not given any additional treatment or medication. The treating facility does not know if the blisters and drooping eyelids have resolved or will heal without permanent scarring. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment.

Manufacturer narrative:
It is to be noted that this report refers to the same patient and same treatment date as the event reported under MDR # 0002954746-2016-00019. The system and treatment tips were not returned for evaluation. Only the treatment data card was returned to (B)(4). An evaluation of the treatment data card showed that error messages occurred during treatment to alert the operator of not maintaining full contact to skin with consistent and sufficient force during rep delivery, or that the hand piece button or foot pedal was released before the rf tone/delivery was complete. If the error occurs during treatment, the rf delivery is stopped and a post-cooling step is completed, followed by an error tone and display of the event code and event message. After the error tone the system will display text with instructions for the user indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies related to the reported event. A review of the manufacturing records showed all requirements were met. Burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit.